Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has been returned to fisher & paykel healthcare in (B)(4) and is currently in the process of evaluation. We will provide a follow up upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare representative that an mr290v vented autofeed humidification chamber was leaking water from the base of the chamber dome. There was no patient consequence.

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare representative that an mr290v vented autofeed humidification chamber was leaking water from the base of the chamber dome. There was no patient consequence.

Manufacturer narrative:
Ps301803 correction: section d4- lot number amended to 180924, section h4 device manufacture date ammended to (B)(6)2018. Correct device lot number received during investigation. Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage and subsequently filled with water. Results: visual inspection of the complaint mr290v chamber identified a crack on the chamber dome. When the chamber was filled with water, a leak was observed. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. However, based on crack pattern, it is most likely to be due to physical damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."